Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm on (B)(6) 2018. Patient present with a occlusion distally. The physician noted that the occlusion was the result of the patient's anatomy and not a failure of the device. Two limbs and an extender was placed to resolve the issue. Patient is currently doing fine.

Manufacturer narrative:
At the conclusion of the investigation, the reported distal occlusion was confirmed (superficial femoral arteries). The complaint is most likely user related (twisted ab graft and suboptimal limb stent placement at implant). The procedure related harms could to be identified. The final patient status was reported to be doing well. Additionally there was evidence to reasonable suggest user error occurred that were not included in the event as reported. The twisted ab graft and suboptimal limb stents placement was discovered during review of the initial implant angiogram (B)(6)2015; aortic stenosis on the CT study at 25 months post implant, and the remedied aortic body graft with additional proximal extensions along with a new left external iliac artery stent, 30 months post implant. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.